Manufacturer narrative:
Section a2, a4, a5, patient information: unknown/not provided. Section a3a, a3b, sex and gender: information unknown/not provided. Section b3, date of event: information unknown/not provided. Section d4, catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/no information section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a if implanted; give date: unknown/not provided. Section d6b if explant; give date: unknown/not provided. Section h4, device manufacture date: unknown as the serial number was not provided. Section h3, device evaluated by manufacturer: the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a scratch at the 2-3 o¿clock area. While performing a different procedure the doctor commented that he had seen scratched iols in a different pcb00 and zcb00 procedure. The customer was unable to provide further details because the issue was not documented. No further information is available. This report captures the zcb00 procedure. Report# 3012236936-2024-0001375 captures the pcb00 procedure.